Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the left arm. A 4.0 x 40 40 cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 4x4 mm mustang balloon catheter. No patient complications were reported.